Manufacturer narrative:
Should boston scientific receive this device, a detailed analysis will be performed, and this report will be updated. (B)(4).

Event description:
It was reported that this device reached eol (end of life) faster than expected. The battery longevity had previously showed 1.5 years remaining, and within approximately four months, it had reached eol (end of life). Subsequently, this device was explanted and replaced, and is expected for return. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has not been returned for analysis. Despite good faith efforts to obtain product return, objective evidence was not available to determine the root cause of the clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device reached end of life (eol) faster than expected. The battery longevity had previously showed 1.5 years remaining. Within approximately four months, this device had reached eol. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. Additional information: despite good faith efforts to obtain product return, objective evidence was not available to determine the root cause of the clinical observations.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that battery status indicators were different than expected based on information provided to boston scientific. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please refer to the details of incident for more information regarding the specific circumstances of this event. Please note this pacemaker's battery was designed to estimate remaining longevity (and trigger corresponding device replacement indicators) based on the pacing capacitor charge time, which progressively increases as the battery depletes. These pacemakers were not designed with an ability to calculate remaining longevity for every possible current drain, which may cause replacement indicators to trigger earlier than what was previously estimated; however, it does not negatively impact the use, operation, safety, or performance of the device.

Event description:
It was reported that this device reached eol (end of life) faster than expected. The battery longevity had previously showed 1.5 years remaining, and within approximately four months, it had reached eol (end of life). Subsequently, this device was explanted and replaced, and is expected for return. No additional adverse patient effects were reported. Despite good faith efforts to obtain product return, objective evidence was not available to determine the root cause of the clinical observations. Please note: this supplemental final report is being submitted to provide an update/correction to the manufacturer's narrative.